Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have experienced sensor glucose versus blood glucose differences with threshold suspend. Customer's sensor glucose was 58 and blood glucose was over 400 mg/dl close to 500 mg/dl. Customer also reported to have received a calibration error alarm with a previous sensor. Customer was educated on proper calibration procedure.